Event description:
It was reported during in clinic follow up that the right ventricular lead exhibited loss of capture, oversensing due to noise, inappropriate anti-tachycardia pacing (atp), and a drop in pacing impedance. Imaging revealed that the lead had perforated the cardiac tissue. Pericardial effusion was noted and the physician intervened via pericardiocentesis. The lead was explanted and successfully replaced. The patient was stable.